Event description:
This is a generalized complaint regarding companies that bring in loaner instruments for surgical use to our facility -accumed, zimmer, depuy, synthes, etc-. These trays are not properly cleaned and decontaminated prior to bringing them to our facility. Dried blood and debris is often found in these trays. The sales rep should be responsible for making sure the trays are checked for cleanliness prior to shipping to another hosp. Many times the sales reps do not know what I am talking about when I ask for validation and cleaning procedures. Another problem is the way companies validate their sterilization times for trays. They are validated with one tray per load which is not feasible in the real world. Loaner trays are requiring extended sterilization times from 4 to 20 minutes prevac. There are so many variables that are not known at this time as to the compatibility of the wraps, biological indications, etc. They have gotten the "cart before the horse" so to speak. Instead of breaking the trays down into sizes that accomodate our current 4 minute sterilization cycle, they have made life difficult for those working in sterile processing.